Manufacturer narrative:
The device history record for lot 30258966 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation a root cause could no be determined. All information reasonably known as of 27 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving two different patients. This is the second of three reports. Refer to 9611594-2026-00152 for the first report refer to 9611594-2026-00154 for the third report the customer reported ¿hole in the tube after admission¿ occurring during use of a corflo nasogastric feeding tube. The tube required replacement. Per additional information received on 28-aug-2025, the defect was described as a hole located on the yellow tubing next to the purple connector, occurring outside of the patient. No patient injury or medical intervention was reported.